Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the infusion set was leaking. Caller stated after testing her blood glucose level and noticed the plaster was wet. No adverse event reported. Requested return of the alleged device and replacement was sent.